Event description:
"Neck of the circuit have snapped off at connection point with bacteria filter".

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "neck of the circuit have snapped off at connection point with bacteria filter". It was reported that due to this, the circuit was replaced. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.